Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through asr / psr on 28-jul-2010.

Event description:
Patient reported right side moderate pain with no treatment. Healthcare professional later reported rupture. The device remains implanted.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.